Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot numbers of the devices are unknown; therefore device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the trial head sticks on the implanted stem during the final trial for the head length.